Manufacturer narrative:
Product complaint # (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that the customer is having an issue with a synthes depth gauge for 3.5mm screws. The probe is bent, unable to smoothly slide with measuring sheath, and it gets caught when trying to retract. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge f/cortscr ø3.5 meas-range up (p/n: 319.091, lot number: 5034528) was received at us cq. Upon visual inspection, the shaft is bent, and the body doesn¿t slide smoothly along the slider assembly. Dimensional inspection: body inner diameter and shaft outer diameter was measured and found to be conforming per relevant drawing. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the shaft is bent and the body sticks while sliding on the slider assembly. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 391.091; synthes lot # 5034528; supplier lot # na; release to warehouse date: 05 jul 2005. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.